Manufacturer narrative:
The reported complaint of the autopulse platform displayed user advisory (ua) 19 (max applied load exceeded) error message was confirmed through analysis of the retrieved archive and during the functional testing. The root cause for the user advisory (ua) 19 error message was due to defective load cells. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. Visual inspection was performed and unrelated to the reported complaint found a cracked front and bottom enclosures, likely as a result of damage sustained due to mishandling such as a drop. The cracked front and bottom enclosures were replaced to address the issue. In addition, observed the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The autopulse platform passed the initial functional testing without any fault or error. However, the load cell characterization test revealed that both the load cells are over-reporting. The archive data review showed the occurrence of multiple user advisory (ua) 19 (max applied load exceeded) error messages. The defective load cells were replaced to address the reported complaint. Also, the autopulse platform recorded multiple user advisory (ua) 17 (max motor on time exceeded during active operation) started from march 24, 2020, to april 09, 2020, unrelated to the reported complaint. As a precautionary measure, the brake gap was adjusted and the brake housing area was cleaned to address the user advisory (ua) 17 error. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During the patient use, the autopulse platform (sn (B)(4)) displayed unknown multiple error messages. The user immediately switched to manual CPR. No consequences or impact to patient. Based on the review of the archive data from the returned platform, the unknown error message was identified as multiple user advisory (ua) 19 (max applied load exceeded).